Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not functioning due to a malfunctioning full height drawer controller board. A field service engineer replaced the faulty controller board with one from a spare station and installed a new full-height controller board on drawer five to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary was not functioning. The customer reported that medstation was not powering on and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.